Event description:
It was reported connection issue and aborted procedure occurred. A left atrial appendage closure procedure was being performed. Trans-septal crossing was performed with a torflex trans-septal guiding sheath and a nrg trans-septal needle. An amplatz super stiff guidewire was placed. A watchman trusteer access system was prepared. During insertion of the watchman trusteer access system into the groin, the technician did not hold the dilator in the sheath and as the physician was pushing into the groin, the physician slipped when the dilator unsnapped from the sheath and pushed the trusteer into the groin at an unconventional angle. The groin began developing a hematoma. Protamine was administered and everything was removed. Pressure was held on the groin. The laac procedure was aborted with plans to re-attempt another day. The physician believed the event was due to human error, not due to device malfunction.